Event description:
It was reported that the patient presented in clinic for follow up. Interrogation of the patient's right ventricular (rv) lead showed it was oversensing noise. The patient was asymptomatic. Programming changes were made. The patient was stable.